Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire medical field service representative (fsr) went onsite and inspect the o2 sensor. Removed blower and inspiratory block and replaced the main board. Performed repeat calibration test and the alarm 401 fixed. No exact root cause has been determined at this time as the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us giving continued alarm 401 - inspiration valve or device leaky with alarm 316 - blower failure. Furthermore, there was no patient associated with the event. The issue happened prior patient use.

Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical for evaluation. The root cause was determined due to an internal failure of the inspiration valve causing it to trigger the alarm 401. Visual inspection of the unit under test (uut) found no indications of damage or misuse. As a resolution, the uut was installed into a known good top level system running software version 6.0.2100.0. The insp valve test was performed and failed. Then, the bellavista unit was cycled with default ventilation settings for 1 hour and functioned as expected with no alarms or warning messages. Inspiration valve test and unit base test were performed and passed without issue. Power was cycled 10 times and the bellavista vent functioned as expected with no issues, alarms, or warning messages. Bellavista unit was cycled with default ventilation settings with 60% o2 and 100% o2 and continued to function as expected with no alarms or warning messages.